Event description:
A customer contacted beckman coulter inc. (Bci) to report a difference in glucose modular duplicate result on the unicel dxc 800 pro synchron chemistry analyzer units. The customer runs glum patients in duplicate on the instrument and they are not matching. The result was not reported out of laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc results were within range prior to and post the event. A bci field service engineer (fse) replaced the glucose stirrer motor, reagent tubing lines and reagent syringe. Although hardware was addressed, a clear root cause can not be determined.